Event description:
Patient presented with high lead impedance. Patient was referred for x-rays. The x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient had their generator replaced. High lead impedance presented after generator replacement.